Event description:
I was implanted with essure in (B)(6) of 2012. Since then, I have had numerous side effects, to include: weight gain, night and day sweats, vertigo, exhaustion, chronic inflammation, clotty irregular periods, severe bloating, lack of mental clarity, forgetfulness, confusion, anxiety, depression, pms, mood swings, numbness in extremities, severe lower back pain, insomnia, low libido, metallic taste in mouth. Seeking removal of essure devices. Implanting doctor referred me to another doctor. My appointment is monday, (B)(6) 2013.